Event description:
It was reported a mechanical failure of abutment interface discovered during clinical procedure: implant fractured at the collar and a screw fractured.This report refers to screw fracture.

Manufacturer narrative:
ZimVie complaint number (b)(4)A1: Patient Identifier: unknown / not providedA2: Age at time of the event: unknown / not providedA3: Gender: unknown / not providedA4: Patient Weight: unknown / not providedD1: Brand Name: unknown / providedD4: Additional Device Information: unknown / not providedD10: Concomitant Medical Product:Unknown Implant, Lot: UnknownG4: Premarket Identification PMA/510(k) #: unknown / not providedH4: Device Manufacturer Date: unknown / not provided